Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company clinical outcomes specialist (cos) reported on behalf of the customer an unexpected aberrometer assisted cataract procedure outcome occurred of the right eye. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no information has been received. The device history records (DHR) for the device was reviewed. Based on quality assurance assessment, the product met specifications at the time of release. There is no evidence of device nonconformity or malfunction. There was no request for service open; therefore, no service record was opened. The clinical application specialist indicated the facility is still in the training phase for this system and additional training will be provided. The root cause of the reported event cannot be determined conclusively with the information provided. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no information has been received.